Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown whether the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1 gram, stat) intraperitoneally and fortum injection (1 gram, once a day) for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with dianeal therapy was not reported. Additional information was requested but is not available.